Event description:
User facility medwatch received that states patient neuro symptoms returned to his baseline despite repeat brain CT continuing to show hypodensity in the right frontal region.

Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on (B)(6) 2021. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was reported. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to a right frontal cerebrovascular accident (cva) on (B)(6) 2020. A 4d chest CT was performed to assess orientation of lvad due to past history of inflow cannula malposition which required surgical reposition/reorientation 3 months ago (MFR #: 2916596-2020-02974); compared to the prior study, angle of the device appeared less steep, tilting the opening away from the myocardium.